Manufacturer narrative:
Product investigation was unable to confirm the as reported observation with testing of the returned device.

Event description:
A report was received that the patient was experiencing difficulty charging and had not been able to fully charge to the double beep. She also stated that stimulation was intermittent and had received an "error code reset error" on her remote despite having replaced the remote batteries and orienting it properly in relation to the ipg. The decision was made to replace the ipg and the patient then underwent a revision procedure. Patient is doing well post operatively, and stimulation is now covering the patient pain.

Event description:
A report was received that the patient was experiencing difficulty charging and had not been able to fully charge to the double beep. She also stated that stimulation was intermittent and had received an "error code reset error" on her remote despite having replaced the remote batteries and orienting it properly in relation to the ipg. The decision was made to replace the ipg and the patient then underwent a revision procedure. Patient is doing well post operatively, and stimulation is now covering the patient pain.